Event description:
The account reported the brake was not holding. The bed was located in the hca warehouse at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake supports were broken, the right foot brake caster and the left foot steer brake caster wheel were broken as well. The most likely cause is normal wear and tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the brake bar spacers, right foot brake caster, left foot steer caster and brake caster supports to resolve the issue. Based on this info, no further action is required.